Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient appeared in a preadmitted status even though the patient was already admitted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) informed the customer that a database corruption issue had caused the patient details to display a pre-admitted status despite the patient being admitted. The customer chose to proceed with an upgrade, with the understanding that the issue might persist and that data could be missing or corrupted. The tss confirmed that another team connected to the databases on the server and performed a database shrink. The customer granted permission to close the case, and the tss subsequently closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient appeared in a preadmitted status even though the patient was already admitted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.